Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported they opened a handpiece and it was not in the sterile packaging. The hcp noted they went to all staff members to find out if somehow one got opened by chance and accidentally put back in the box, but all said no.